Event description:
It was reported that this implantable cardioverter defibrillator (ICD) intrinsic amplitude is out of range on the right atrial (ra) lead at 0.4mv (millivolts). The stored electrogram (egm) showed atrial undersensing. The device is currently programmed automatic gain control (agc) 0.4mv. It was recommended to review sensitivity settings. Received additional information the presenting egm continues to show atrial undersensing with programmed agc 0.4mv. It was also noted the intrinsic amplitude is out of range on the right ventricular (rv) lead at 2.7mv with no evidence of ventricular undersensing. At this time, the device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) intrinsic amplitude is out of range on the right atrial (ra) lead at 0.4mv (millivolts). The stored electrogram (egm) showed atrial undersensing. The device is currently programmed automatic gain control (agc) 0.4mv. It was recommended to review sensitivity settings. At this time, the device and lead remain in service. No adverse patient effects were reported.